Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula symptoms/issue noticed three hours after insertion and experienced high blood glucose level (600 mg/dl). Therefore, they tried to treat it with correction bolus via pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to diabetic ketoacidosis. Her highest blood glucose level was 600 mg/dl and had high ketone level which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for 6-8 hours. Further, the patient was transferred to the intensive care unit after staying for five hours in the emergency room. During hospitalization, the patient received fluids of saline, insulin and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.